Event description:
It was reported that removal difficulty occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, the physician experienced difficulties in removing the balloon. A negative pressure was applied but the balloon gripped on to the wire and so the physician then removed both wire and balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that removal difficulty occurred. The 75% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately calcified coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, the physician experienced difficulties in removing the balloon. A negative pressure was applied but the balloon gripped on to the wire and so the physician then removed both wire and balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was in the mid to distal left circumflex coronary artery.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was functionally tested with a .014 inch guidewire and there were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.